Manufacturer narrative:
Investigation summary: three samples were received. One photo was provided. One sample came with no packaging blister. It has the plastic shield and has white epoxy towards the tip of the needle. This is the same as the one shown on the photo. The other two samples came in the sealed packaging blister. Visual inspection was performed. They do not have epoxy on the needle or any other defect. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred and the equipment dispensed silicone before the part was moved to the next station and it was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that excess epoxy was found on the needle 16gx1-1/2in rb body before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: one of our pharmacy techs found these while preparing some medication. I have 3 needles from lot 9030971 that have this white material on the needle body.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excess epoxy was found on the needle 16gx1-1/2in rb body before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: one of our pharmacy techs found these while preparing some medication. I have 3 needles from lot 9030971 that have this white material on the needle body.